Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying an error message "system error, out of service, revert to manual CPR" and damaged platform cover next to handle was not confirmed during archive review and initial functional testing. However, unrelated to the reported issue, platform failed functional test due to the user advisory (ua) 45 (not at "home" position after power-on/restart) error. During visual inspection, unrelated to the reported issue, both patient head restraint wires were noted to be broken or cut and front enclosure is damaged. The top cover and front enclosure were replaced to address the issue. In addition, the power distribution board (pdb) was not up to date; therefore was replaced. The autopulse platform is a reusable device and was manufactured in 2010 and has exceeded its expected service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The archive data was reviewed and contained no "system error, out of service, revert to manual CPR" errors, thus not confirming customer complaint. The encoder drive shaft was returned to "home position" to remedy the (ua) 45 fault. A run-in test was also performed using the 95% patient large resuscitation test fixture (lrtf) equivalent to 250 pound patient for 20 minutes without any fault or error. The platform met all specifications and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" and damage observed on platform cover next to handle . There was no patient involvement. System 3 of 3. For the first system see MFR 3010617000-2018-00271, (B)(4). For the second system see MFR 3010617000-2018-00273, (B)(4).